Event description:
The instrument was used for a gallstone pancreatitis laparoscopic procedure. During the procedure, the tip of the j hook broke off while in the pt. The tip the j hook was retrieved with grasper. No consequences or impact to the pt was reported at the present time.